Event description:
Complainant alleged that during open heart surgery on a patient, the internal handles would not allow discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.